Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). Troubleshooting was performed. The customer stated that the pump was not exposed to a high magnetic field. The customer was able to clear the alarm(s). The customer was not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 37 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. Verified pump alarmed pump error 37 on 10/21/2023 8:30:51 pm. In pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. The pump history download confirmed the pump alarmed 17 pump error 43 alarms on 0/22/2023 between 12:06:00 am and 11:03:46 am. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 37 during rewind due to corroded motor home switch. The pump history download confirmed the pump alarmed pump error 43 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.